Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 -100 mg/dl. Customer concern of a blood glucose test result of 400 mg/dl fasting in the morning. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 4/3/2016. Customer declined request for recalling previous results and back to back blood testing. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 -100 mg/dl. Customer concern of a blood glucose test result of 400 mg/dl fasting in the morning. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. Customer declined request for recalling previous results and back to back blood testing. Adverse event not reported.